Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain the problems with firing the device and deploying staples. Did the device lock out and would not fire? Did the device begin to fire and then jam? Did the device cut, but staples were not deployed? Did the device staple, but did not cut? What was the shape of the staples (b-formation, irregular, legs straight)? How was the device removed from the patient? Response received: the device would not allow for use to push lever to activate cutting or stapling. Ended up using alternative device - tlc55. All available information has been provided. No further information is available.

Event description:
It was reported that during a small bowel resection/colorectal procedure, the customer had problems with firing the device and deploying staples. The customer also stated that the jaws of the device would not open once fired. There were no patient consequences reported and no further information is available at this time.

Manufacturer narrative:
(B)(4) batch # n57812. The analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions.